Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Investigation summary: upon investigation, no photos or physical samples were provided to display the reported condition. Our quality engineer team conducted a device history record review for material number 381844 and lot number 3342321. The review did not uncover any abnormalities during the production process that could have caused the defect, and all quality tests were within specification. It was noted that the product in question does not contain the blood control valve technology associated with the reported event and material number. Despite the available information, the exact cause of the incident remains unidentified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 381844 batch#: 3342321 it was reported that the bd insyte autoguard gn 18ga x 1.16in does not have the valve to prevent backflow of blood once placed in vein. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Does not have valve to prevent backflow of blood once placed in a vein.